Manufacturer narrative:
There were no issues with the cannula that would indicate the device being dislodged. No signs of damage or defects were found on the needle mechanism during inspection that would cause the cannula to be dislodged. A root cause for the reported dislodged cannula could not be conclusively determined. No damages or defects were found on the adhesive pad that would cause a failure to adhere. No defects were found along the adhesive welds. The cause of the failure to adhere could not be conclusively determined. No blood or puss was observed on the adhesive pad. No damages or defects were found along the fluid path or the bottom housing that would contribute to skin irritation. The cause of the skin irritation could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached "in the 300's" mg/dl while wearing the pod between 24 and 36 hours. Patient stated after removing overlay due to itching, irritation and swelling, the adhesive loosened; this caused the cannula to dislodge from the infusion site (arm). As treatment, patient delivered 2 boluses with this pod and further treatment was not provided.